Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the local display on the roller pump went blank. The user disconnected and reconnected a cable, flickers appeared on the display, and the display went blank again. The device was not changed out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in process, but not yet complete.